Event description:
Rn called into patient's room, mother holding infant, IV tubing with IV fluids infusing was found disconnected from the hub of the extension set (t-connector). The tubing should have stayed connected with IV fluids infusing.